Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer stated that his low blood glucose readings have been happening for a while now. The customer treated the low readings with peanut butter fudge and orange juice. The customer stated that he gets weak and can hardly walk. The customer stated that there were spots in front of his eyes. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to any MRI. The customer was advised to contact his health care provider regarding low blood glucose readings.